Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, one of the haptics broke off during injection into the eye. The iol was exchanged. The surgeon reports patient outcome as "good."

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd.